Event description:
It was reported that during a cholecystectomy procedure, when the right angle of the device pulled out, the front edge of it jammed to the flame cylinder and could not be receded. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.